Event description:
The facility reported an automix 3+3/as compounder which inaccurately compounded solution. The facility stated that they tested all of their infusion pumps and therefore they believed the compounder to be defective. This condition reportedly occurred over the course of (B)(6) weeks. The customer also stated that, when checked, the bags were empty, but should have contained 83 to 100 ml of solution. The compounded solution was subsequently administered to a patient, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is (B)(4). A service history review revealed that this device was not serviced by baxter prior to this event. Device evaluation: baxter service center received the device and performed visual inspection and functional testing. The customer reported problem of an inaccurate compounding of solution was not confirmed or duplicated during evaluation. The root cause was therefore not determined. No repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.